Event description:
On (B)(6) 2014 the patient was discharged to home.on (B)(6) 2014, it was reported the patient died. The cause of death is unknown.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent treatment for a descending thoracic aortic aneurysm measuring 63.0mm in diameter and was implanted with a conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure without any reported complication and was discharged on (B)(6) 2014. On (B)(6) 2014, it was reported that the patient died. The cause of death is unknown.

Manufacturer narrative:
(B)(4)